Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-mar-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station database issue. The technical support specialist (tss) dialed into the station to perform a database shrink. The station was flagged for a maintenance issue, and steps from the attached knowledge article " medes 1.7.x 1.8 station db reaches 10gb limit during / after full sync " were completed to repair it. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, had data software issue for pyxis machine unable to access. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.